Event description:
It was reported that the implantable pulse generator (ipg) reached elective replacement indicator (eri) earlier than expected by the customer. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: analysis of the device revealed normal battery depletion.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).